Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The fse performed several autofills with no issue. The fse then connected the trainer and verified that the unit completed initial autofill and started to pump. There were neither alarms nor error codes present in the diagnostic logs. The fse then, completed all calibration, functional, and safety tests in accordance with manufacturer recommendations. The iabp passed all tests performed and was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the balloon was not inflating. There was no patient harm and no adverse event was reported.